Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, at 5:00 p.m., the infusion device was dropped approximately 50 centimeters. Blood glucose was 270 mg/dl at the time. Patient changed all accessories and delivered correction boluses through the infusion device, but this was not successful. Patient believes the insulin delivery of the infusion device is too low. Patient did not have an infection or start a new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 100 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. Additional information was not provided.